Event description:
The customer reported having a problem with the insulin pump and the device was stuck in the rewind mode while priming. The caller stated that the insulin pump sounds like a geyser and had to sleep all night without the device. The blood glucose reading was 193mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm neither the rewind anomaly nor the alarm. The device was received with scratched screen, cracked case at the display window corners, and cracked reservoir tube lip.